Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rubbed rash under the therapy pads of the lifevest equipment. The patient's physician prescribed nystatin ointment for the skin irritation. The patient reports having friends who are nurses and advised the patient to use vaseline on the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse event resulted in the damaged charger. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's battery charger had faults. A us distributor contacted zoll to report that a patient developed a red rubbed rash under the therapy pads of the lifevest equipment. The patient's physician prescribed nystatin ointment for the skin irritation. The patient reports having friends who are nurses and advised the patient to use vaseline on the skin irritation. Follow up indicated that the skin irritation improved.